Manufacturer narrative:
H.6. Investigation summary: material #: 364314. Lot/batch #: 2207930. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was blood leakage from the device. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, when the nurse followed the doctor's order to draw arterial blood for a coma patient for blood analysis, when the blood flowed 2ml, the blood in the needle tube leaked out. The needle was immediately pulled out and pressed, and the arterial blood gas needle was replaced in time to draw again.

Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe that there was blood leakage from the device. The following information was provided by the initial reporter, translated from chinese: on (B)(6) 2023, when the nurse followed the doctor's order to draw arterial blood for a coma patient for blood analysis, when the blood flowed 2ml, the blood in the needle tube leaked out. The needle was immediately pulled out and pressed, and the arterial blood gas needle was replaced in time to draw again.

Manufacturer narrative:
E1. Initial reporter phone number: (B)(6). Initial reporter facility name: (B)(6) hospital. H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.